Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during follow-up the impedances were measured, all contacts experienced high impedances and could not be used anymore. There was a broken electrode. The lead was replaced and the issue was resolved. The patient was alive with no injury. Additional information was received from the manufacturer representative. It was reported that the cause of the lead break was unknown. The implant date of the ins was provided. This information was confirmed with the physician/account. It was noted that the broken lead was cut in two parts during the revision to make it easier for the surgeon to remove the lead and place a new lead. Both parts were being returned to the manufacturer. This was not the reason for the high impedance as the lead was still in one piece before the revision surgery.

Manufacturer narrative:
Continuation of d10: product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020,explanted: (B)(6) 2022, product type lead h3: analysis of the lead found that the lead body conductor was broken at the anchor site. Analysis identified that the anchor was cut; consistent with explant procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.